Event description:
I used renu with moistureloc contact lens saline solution from 11/2003 through 12/2004. I am currently seeing an ophthalmologist and I am having test done with my medical dr. I do require surgery because my vision is impaired in my left eye by more than 90%.